Manufacturer narrative:
Follow-up information received on 22-apr-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that, started experiencing severe pelvic pain. She underwent a hysterectomy 3 years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on (B)(6)-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2011. After being implanted with essure, the plaintiff began to suffer from severe pelvic pain, metal fatigue, headaches, bloating, and hair falling out, blurred vision, abnormal menstrual cycles, immune disorders, and muscle spasms. On or about (B)(6)-2014, the plaintiff had to have a hysterectomy as a result of essure. Company causality comment:this spontaneous non-medically confirmed, legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after that, started experiencing severe pelvic pain. She underwent a hysterectomy 3 years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the positive temporal relationship, nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ persistent pelvic pain and pressure/ pelvic pain (dull persistent/constant to sharp stabbing occasionally, pressure on and off)') in a 28-year-old female patient who had essure (batch no. 901328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness (when she was younger, due to low blood pressure), gravida ii, parity 2 date of births: (B)(6) 2009, (B)(6) 2011. And low blood pressure. Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological conditions. Concurrent conditions included hormonal imbalance. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision/ blurred vision shortly after insertion"), menstrual disorder ("abnormal menstrual cycles/ abnormal periods shortly after insertion"), dizziness ("dizziness shortly after insertion/ dizziness/ dizziness, it became much worse after essure") and migraine ("migraines/ head pain (migraine pain, debilitating)"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair falling out/ hair loss"), fatigue ("tiredness/fatigue"), vomiting ("vomiting") and abdominal pain ("abdominal pain (dull persistent/cons ant to sharp stabbing occasionally. Pressure on and off)"). In 2013, the patient experienced menorrhagia ("heavy painful periods") and dysmenorrhoea ("heavy painful periods"). On (B)(6) 2014, the patient experienced complication of device removal ("complications during essure removal"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced mental fatigue ("metal fatigue"), headache ("headaches"), abdominal distension ("bloating"), immune system disorder ("immune disorders"), muscle spasms ("muscle spasms") and lethargy ("lethargy") and was found to have hormone level abnormal ("elevated hormone level"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) and surgery (robotic lavh (laparoscopic assisted vaginal hysterectomy) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, dizziness and migraine had resolved. At the time of the report, the mental fatigue, headache, abdominal distension, vision blurred, immune system disorder, muscle spasms, fatigue, menorrhagia, dysmenorrhoea, abdominal pain, complication of device removal and hormone level abnormal outcome was unknown, the alopecia, menstrual disorder and lethargy had resolved and the vomiting had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, alopecia, dizziness, dysmenorrhoea, fatigue, headache, hormone level abnormal, immune system disorder, lethargy, menorrhagia, menstrual disorder, mental fatigue, migraine, muscle spasms, pelvic pain, vision blurred and vomiting to be related to essure. The reporter commented: patient did not experienced the injuries before the date of essure placement. She did not had any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results: current weight as of (B)(6) 2017: 138 (unit unspecified) approximate weight at the time of essure placement: 150 (unit unspecified). She had essure confirmation test, hysterosalpingogram (hsg) with x rays on mar-2012. Surgical pathology report on (B)(6) 2014, diagnosis: 1. Benign cervix with mild chronic inflammation. 2. Benign proliferative endometrium. 3. Fallopian tubes with no significant histopathologic changes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- hormone level altered, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ persistent pelvic pain and pressure/ pelvic pain (dull persistent/constant to sharp stabbing occasionally, pressure on and off)') in a 28-year-old female patient who had essure (batch no. 901328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness (when she was younger, due to low blood pressure), gravida ii, parity 2 (date of births: (B)(6) 2009, (B)(6) 2011.) And low blood pressure. Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological conditions. Concurrent conditions included hormonal imbalance. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision/ blurred vision shortly after insertion"), menstrual disorder ("abnormal menstrual cycles/ abnormal periods shortly after insertion"), dizziness ("dizziness shortly after insertion/ dizziness/ dizziness, it became much worse after essure") and migraine ("migraines/ head pain (migraine pain, debilitating)"). On 19-dec-2011, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair falling out/ hair loss"), fatigue ("tiredness/fatigue"), vomiting ("vomiting") and abdominal pain ("abdominal pain (dull persistent/cons ant to sharp stabbing occasionally. Pressure on and off)"). In 2013, the patient experienced menorrhagia ("heavy painful periods") and dysmenorrhoea ("heavy painful periods"). On 15-dec-2014, the patient experienced complication of device removal ("complications during essure removal"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced mental fatigue ("metal fatigue"), headache ("headaches"), abdominal distension ("bloating"), immune system disorder ("immune disorders"), muscle spasms ("muscle spasms") and lethargy ("lethargy") and was found to have hormone level abnormal ("elevated hormone level") and haemangioma of liver ("liver hemangioma"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) and surgery (robotic lavh (laparoscopic assisted vaginal hysterectomy) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, dizziness and migraine had resolved. At the time of the report, the mental fatigue, headache, abdominal distension, vision blurred, immune system disorder, muscle spasms, fatigue, menorrhagia, dysmenorrhoea, abdominal pain, complication of device removal, hormone level abnormal and haemangioma of liver outcome was unknown, the alopecia, menstrual disorder and lethargy had resolved and the vomiting had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, alopecia, dizziness, dysmenorrhoea, fatigue, haemangioma of liver, headache, hormone level abnormal, immune system disorder, lethargy, menorrhagia, menstrual disorder, mental fatigue, migraine, muscle spasms, pelvic pain, vision blurred and vomiting to be related to essure. The reporter commented: patient did not experienced the injuries before the date of essure placement. She did not had any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results: current weight as of (B)(6) 2017: 138 (unit unspecified) approximate weight at the time of essure placement: 150 (unit unspecified). She had essure confirmation test, hysterosalpingogram (hsg) with x rays on mar-2012. Surgical pathology report on (B)(6) 2014, diagnosis: 1. Benign cervix with mild chronic inflammation. 2. Benign proliferative endometrium. 3. Fallopian tubes with no significant histopathologic changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : new reporter and event liver hemangioma added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ persistent pelvic pain and pressure/ pelvic pain (dull persistent/constant to sharp stabbing occasionally, pressure on and off)') in a 28-year-old female patient who had essure (batch no. 901328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness (when she was younger, due to low blood pressure), gravida ii, parity 2 (date of births: (B)(6) 2009, (B)(6) 2011.) And low blood pressure. Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological conditions. Concurrent conditions included hormonal imbalance. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision/ blurred vision shortly after insertion"), menstrual disorder ("abnormal menstrual cycles/ abnormal periods shortly after insertion"), dizziness ("dizziness shortly after insertion/ dizziness/ dizziness, it became much worse after essure") and migraine ("migraines/ head pain (migraine pain, debilitating)"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair falling out/ hair loss"), fatigue ("tiredness/fatigue"), vomiting ("vomiting") and abdominal pain ("abdominal pain (dull persistent/cons ant to sharp stabbing occasionally. Pressure on and off)"). In 2013, the patient experienced menorrhagia ("heavy painful periods") and dysmenorrhoea ("heavy painful periods"). On (B)(6) 2014, the patient experienced complication of device removal ("complications during essure removal"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced mental fatigue ("metal fatigue"), headache ("headaches"), abdominal distension ("bloating"), immune system disorder ("immune disorders"), muscle spasms ("muscle spasms") and lethargy ("lethargy") and was found to have hormone level abnormal ("elevated hormone level") and haemangioma of liver ("liver hemangioma"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) and surgery (robotic lavh (laparoscopic assisted vaginal hysterectomy) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, dizziness and migraine had resolved. At the time of the report, the mental fatigue, headache, abdominal distension, vision blurred, immune system disorder, muscle spasms, fatigue, menorrhagia, dysmenorrhoea, abdominal pain, complication of device removal, hormone level abnormal and haemangioma of liver outcome was unknown, the alopecia, menstrual disorder and lethargy had resolved and the vomiting had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, alopecia, dizziness, dysmenorrhoea, fatigue, haemangioma of liver, headache, hormone level abnormal, immune system disorder, lethargy, menorrhagia, menstrual disorder, mental fatigue, migraine, muscle spasms, pelvic pain, vision blurred and vomiting to be related to essure. The reporter commented: patient did not experienced the injuries before the date of essure placement. She did not had any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results: current weight as of (B)(6) 2017: 138 (unit unspecified) approximate weight at the time of essure placement: 150 (unit unspecified). She had essure confirmation test, hysterosalpingogram (hsg) with x rays on (B)(6) 2012. Surgical pathology report on 15-dec-2014, diagnosis: 1. Benign cervix with mild chronic inflammation. 2. Benign proliferative endometrium. 3. Fallopian tubes with no significant histopathologic changes. Lot number: 901328 manufacturing date:2011-09 expiration date:2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ persistent pelvic pain and pressure/ pelvic pain (dull persistent/constant to sharp stabbing occasionally, pressure on and off)") in a (B)(6) year-old female patient who had essure (batch no. 901328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dizziness (when she was younger, due to low blood pressure), gravida ii and parity 2 (date of births: (B)(6) 2009, (B)(6) 2011.). Historical condition hypotension (low blood pressure). Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological conditions. Concurrent conditions included hormonal imbalance. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision/ blurred vision shortly after insertion"), menstrual disorder ("abnormal menstrual cycles/ abnormal periods shortly after insertion"), dizziness ("dizziness shortly after insertion/ dizziness/ dizziness, it became much worse after essure") and migraine ("migraines/ head pain (migraine pain, debilitating)"). In 2012, the patient experienced alopecia ("hair falling out/ hair loss"), fatigue ("tiredness/fatigue"), vomiting ("vomiting") and abdominal pain ("abdominal pain (dull persistent/cons ant to sharp stabbing occasionally. Pressure on and off)"). In 2013, the patient experienced menorrhagia ("heavy painful periods") and dysmenorrhoea ("heavy painful periods"). On (B)(6) 2014, the patient experienced complication of device removal ("complications during essure removal"). On an unknown date, the patient experienced mental fatigue ("metal fatigue"), headache ("headaches"), abdominal distension ("bloating"), immune system disorder ("immune disorders"), muscle spasms ("muscle spasms") and lethargy ("lethargy"). The patient was treated with anovlar (loestrin) and surgery (robotic lavh (laparoscopic assisted vaginal hysterectomy) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, dizziness and migraine had resolved. At the time of the report, the mental fatigue, headache, abdominal distension, vision blurred, immune system disorder, muscle spasms, fatigue, menorrhagia, dysmenorrhoea, abdominal pain and complication of device removal outcome was unknown, the alopecia, menstrual disorder and lethargy had resolved and the vomiting had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, dizziness, dysmenorrhoea, fatigue, headache, immune system disorder, lethargy, menorrhagia, menstrual disorder, mental fatigue, migraine, muscle spasms, pelvic pain, vision blurred and vomiting to be related to essure. The reporter provided no causality assessment for complication of device removal with essure. The reporter commented: patient did not experienced the injuries before the date of essure placement. She did not had any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results: current weight as of (B)(6) 2017: (B)(6) (unit unspecified) approximate weight at the time of essure placement: (B)(6) (unit unspecified). She had essure confirmation test, hysterosalpingogram (hsg) with x rays on (B)(6) 2012. Surgical pathology report on (B)(6) 2014, diagnosis: benign cervix with mild chronic inflammation. Benign proliferative endometrium. Fallopian tubes with no significant histopathologic changes. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 22-nov-2017: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information, relevant history and lab data added. Essure lot number 901328 added. Events persistent pelvic pain and pressure/ pelvic pain (dull persistent/constant to sharp stabbing occasionally, pressure on and off), blurred vision shortly after insertion, abnormal periods shortly after insertion, hair loss were clubbed with previously reported events. Events dizziness shortly after insertion/ dizziness, tiredness/fatigue, vomiting, lethargy, heavy painful periods, abdominal pain (dull persistent/cons ant to sharp stabbing occasionally. Pressure on and off), head pain (migraine pain, debilitating), complications during essure removal were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ persistent pelvic pain and pressure/ pelvic pain (dull persistent/constant to sharp stabbing occasionally, pressure on and off)") in a 28-year-old female patient who had essure (batch no. 901328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dizziness (when she was younger, due to low blood pressure), gravida ii, parity 2 (date of births: (B)(6) 2009, (B)(6) 2011) and low blood pressure. Patient was not allergic to nickel or any other component of essure. She did not experienced a hypersensitivity reaction to nickel or any other component of essure. Essure did not caused or aggravated any psychiatric and/or psychological conditions. Concurrent conditions included hormonal imbalance. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision/ blurred vision shortly after insertion"), menstrual disorder ("abnormal menstrual cycles/ abnormal periods shortly after insertion"), dizziness ("dizziness shortly after insertion/ dizziness/ dizziness, it became much worse after essure") and migraine ("migraines/ head pain (migraine pain, debilitating)"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair falling out/ hair loss"), fatigue ("tiredness/fatigue"), vomiting ("vomiting") and abdominal pain ("abdominal pain (dull persistent/cons ant to sharp stabbing occasionally. Pressure on and off)"). In 2013, the patient experienced menorrhagia ("heavy painful periods") and dysmenorrhoea ("heavy painful periods"). On (B)(6) 2014, 2 years 11 months after insertion of essure, the patient experienced complication of device removal ("complications during essure removal"). On an unknown date, the patient experienced mental fatigue ("metal fatigue"), headache ("headaches"), abdominal distension ("bloating"), immune system disorder ("immune disorders"), muscle spasms ("muscle spasms") and lethargy ("lethargy"). The patient was treated with norlestrin fe (loestrin fe) and surgery (robotic lavh (laparoscopic assisted vaginal hysterectomy) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. In (B)(6) 2014, the pelvic pain, dizziness and migraine had resolved. At the time of the report, the mental fatigue, headache, abdominal distension, vision blurred, immune system disorder, muscle spasms, fatigue, menorrhagia, dysmenorrhoea, abdominal pain and complication of device removal outcome was unknown, the alopecia, menstrual disorder and lethargy had resolved and the vomiting had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, alopecia, dizziness, dysmenorrhoea, fatigue, headache, immune system disorder, lethargy, menorrhagia, menstrual disorder, mental fatigue, migraine, muscle spasms, pelvic pain, vision blurred and vomiting to be related to essure. The reporter commented: patient did not experienced the injuries before the date of essure placement. She did not had any complications or problems that occurred at the time of her essure placement procedure. Diagnostic results: current weight as of (B)(6) : 138 (unit unspecified). Approximate weight at the time of essure placement: 150 (unit unspecified). She had essure confirmation test, hysterosalpingogram (hsg) with x rays on (B)(6) 2012. Surgical pathology report on (B)(6) 2014, diagnosis: 1. Benign cervix with mild chronic inflammation. 2. Benign proliferative endometrium. 3. Fallopian tubes with no significant histopathologic changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.